Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v741641, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3058, serial#: (B)(4), product type: implantable electrical stimulator. (B)(4) pertain to product ID: 3093-28, lot#: v741641, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was scheduled for a routine battery replacement as their implantable pulse generator (ipg) was at eos. Impedance test of the lead in the pre-op area showed all electrodes were out of range. A repeat of the test at higher amplitude/rate/pulse-width gave the same result. Once in the operating room, the doctor opened the ipg pocket and noticed the lead appeared fractured near the ipg site. The lead was incompletely and partially removed and replaced. X-ray images were taken and no actions would be taken as the remaining portion was deemed to be not surgically accessible. It was unknown what may have led or contributed to the issue, and it was noted the issue was resolved at the time of the report. No further complications were reported/anticipated.